Manufacturer narrative:
Occupation: other non-healthcare professional: purchasing department. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopic lithotripsy using a ncircle tipless stone extractor, the handle tip was broken and the basket wire fell off. Another same type device was used to complete the procedure. No adverse effects were reported due to the alleged malfunction. Additional event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a ureteroscopic lithotripsy using a ncircle tipless stone extractor, the handle tip was broken, and the basket wire fell off. Another same type device was used to complete the procedure. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation in two segments. The first segment consisted of the cannulated handle, which measured 11.3 cm protruding the male luer lock adapter (mlla) and was severely kinked 1.2 cm from the mlla. The handle was open. The mlla was tight, and the collet knob was tight and secure. The pett (polyethylene terephthalate tubing) was missing. The handle was able to move without issue. The cannulated handle detached during investigation, and the cannulated handle inside the handle was severely kinked. The second segment consisted of the support sheath and basket formation. The support sheath was adhered to the basket sheath. Kinks were noted in the basket sheath at 51cm, 53cm, and 63.5cm from the distal end of the support sheath. A functional test determined the handle actuates the basket formation but does not completely retract into the basket sheath. A document-based investigation evaluation was also performed. No related nonconformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that, though it is likely the sheath was inadvertently damaged during use, leading to the device separation, the cause for this sheath damage could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.